Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy procedure, the instrument had a frayed cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The following was found during the device evaluation, but was not related to the reportable finding: the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.20" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. Root cause is attributed to the user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the tenaculum forceps (part# 470207-10/ lot-sequence# n10200420- 0040) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on 02/16/2022 during a myomectomy on system serial# sk1261. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if a report was submitted to the FDA by the initial reporter. Fields are not applicable.